Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was unknown. The customer stated they are receiving a compromised force sensor alarm. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown. The customer stated the pump was exposed on water and he fell off the boat with pump. Customer reported that there is fluid under the lcd display. The customer was advised that the device would be replaced. The customer reported via phone call that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown.